Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Additionally, it was reported that a cartridge alarm occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with 300 units of insulin. Customer's continuous glucose monitor read "high", however, specific blood glucose (bg) value was not provided. Customer administered a manual insulin injection to address elevated bg. Reportedly, customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm issue was verified in the pump logs, however, no failure was identified. Additionally the alleged minimum fill issue could not be verified.